Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced an underinfusion. The expected medication time was 46 hrs but therapy finished after approximately three days. The infusor was filled with fluorouracil and saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Mfg date: device manufacture date: may 26, 2016 ¿ may 27, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the reported condition was determined to be micro air bubbles blocking the fluid path inside the lumen of the glass capillary. Should additional relevant information become available, a supplemental report will be submitted.